Manufacturer narrative:
The subject device remains implanted.

Event description:
The patient underwent uneventful stent assisted angioplasty of the right middle cerebral artery (mca) m1. It was reported that the next day of the procedure, the patient developed a hemorrhagic stroke of the right frontal lobe. The patient was administered with medication (details unknown). Post stroke, the patient was assessed having a nihss of 13 and mrs of 4. The patient was discharged approximately three days later assessed having an mrs of 3. In the physician¿s opinion, the stroke is related to the procedure and the stent.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available no difficulties were encountered during the procedure that could have contributed to the subject¿s complication and the procedure was completed successfully. However, stroke, hemorrhage and neurological deficit are known risks associated with endovascular procedures and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent uneventful stent assisted angioplasty of the right middle cerebral artery (mca)m1. It was reported that the next day of the procedure, the patient developed a hemorrhagic stroke of the right frontal lobe. The patient was administered with medication (details unknown). Post stroke, the patient was assessed having a nihss of 13 and mrs of 4. The patient was discharged approximately three days later assessed having an mrs of 3. In the physician¿s opinion, the stroke is related to the procedure and the stent.